Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a pericardial effusion. After all ablations had been completed it was noted that the patient's blood pressure dropped. Using ultrasound, they identified a "significant effusion". Pericardiocentesis was performed and ultimately a sternotomy took place to repair the right ventricular apex. The patient was reported to be stable after the interventions. The device is not expected to be returned due to the anonymous nature of this event.